Manufacturer narrative:
The customer provided the specific patient data for the 13 samples. Of these 13 samples, only twelve had erroneous results. Please refer to the attachment. All samples were repeated on a second e801 analyzer. The customer stated that when the reagent pack was not initially accepted by the analyzer, she checked the pack for foam and bubbles. She saw no obvious foam or bubbles. She then loaded the pack again and it was accepted. Controls were not tested on this pack prior to it becoming the active pack. After the event, controls were tested on the pack and these failed. Controls were repeated on the pack and passed the second time around. Investigations have determined that there was no malfunction of the device and that the software works according to specifications. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that the loaded a new elecsys troponin t hs assay (tnths) reagent pack on board the cobas 8000 e 801 module (e801). The pack was not accepted by the analyzer and a system alarm occurred. The customer tried loading the pack again and this time the analyzer loaded the reagent pack as a standby pack. No controls were tested on the tnths standby pack that had been loaded. During routine testing of patient samples, the standby tnths pack became the active pack and patient samples were tested using this pack. The 13 patient samples in a row were tested with the pack and all had values of < 3 ng/l accompanied by a data flag. All of these results were reported outside of the laboratory to the medical doctor in charge. The doctor did not believe the low values and asked for the samples to be repeated. Upon repeat, all samples showed highly discrepant results of > 14 ng/l. No adverse events were alleged to have occurred with the patients. The serial number of the e801 analyzer is (B)(4). Upon initial investigation, it was determined that the alarm generated by the analyzer when the reagent pack was first loaded indicated that the reagent probe detected foam in the reagent bottle during the initial volume check of the reagent pack.